Event description:
It was reported that the 6800 system will not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded cal files. The system was tested and found to be working as intended and placed back into service.